Event description:
Catheter was advanced into mid-lad lesi0n and inflated to 4 atm for 1 minute; to 5 atm for 1 minute, and to 7 atm for 1.5 minutes. Balloon burst at 8 atm at 4th inflation (MDR #00013). First balloon was replaced with a 3.0 catheter. Unit was inflated to 6 atm for 3 mins and ruptured on 2nd inflation at 8 atm after 20 secs. (MDR #00014). Balloon was removed, and physician proceeded with rotablator. Rotablator was removed and replaced with the refeenced balloon. Catheter was placed in lesion and inflated to 8 atm for 3 minutes, 6 atm for 25 seconds, inflated to 8 atm and ruptured. The catheter was removed and a j&j stent was successfully deployed. No pt problems were recorded, but the dr reported the lesion was calcified. Three catheters were used in the same lesion in this procedure and 3500a malfunction reports have been filed on them.